Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The facility's biomedical engineer reported having no record of the intra-aortic balloon pump (iabp) involved in this event malfunctioning or needing any repairs.

Event description:
The customer reported while in use on a patent the cardiosave intra-aortic balloon pump (iabp) alarmed fiber optic sensor module failure. The iabp was changed to continue therapy. The iabp was taken to the facility's biomedical engineering department. No patient effects. No adverse event reported.